Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) never turned black, even after the device was fully withdrawn. The device was removed entirely and manual compression was used instead. There was no reported patient injury or infection. The operator tested the closure device in the femoral artery after a lower-limb arterial balloon angioplasty. Although the steps were correct, the window did not change. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) never turned black, even after the device was fully withdrawn. The device was removed entirely and manual compression was used instead. There was no reported patient injury or infection. The operator tested the closure device in the femoral artery after a lower-limb arterial balloon angioplasty. Although the steps were correct, the window did not change. The procedure utilized a retrograde approach. The device was stored and prepared according to the IFU, and the physician was certified in the use of the exoseal vcd. There were no visible signs of damage to the device or packaging before use. The suitability of the femoral artery was confirmed by angiography, including verification of the sheath insertion angle (30-45 degrees), and a catheter sheath introducer was used. The vessel diameter was confirmed to be at least 5mm. The puncture site showed mild calcification with no vessel tortuosity, no stent present, and no stenosis greater than 50%. The target site had not been closed with a device or manual compression within 30 days prior, and there was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked with the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb on the plug deployment button during retraction. The indicator window did not show any red color. Upon device removal, the indicator wire loop was deployed and visible, with no anomalies noted. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position, and the indicator wire was found fully deployed. A 6f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not confirmed since the device was able to be fully deployed with full window transition during the analysis. The cause of the reported issue could not be. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) never turned black, even after the device was fully withdrawn. The device was removed entirely and manual compression was used instead. There was no reported patient injury or infection. The operator tested the closure device in the femoral artery after a lower-limb arterial balloon angioplasty. Although the steps were correct, the window did not change. The procedure utilized a retrograde approach. The device was stored and prepared according to the IFU, and the physician was certified in the use of the exoseal vcd. There were no visible signs of damage to the device or packaging before use. The suitability of the femoral artery was confirmed by angiography, including verification of the sheath insertion angle (30-45 degrees), and a catheter sheath introducer was used. The vessel diameter was confirmed to be at least 5mm. The puncture site showed mild calcification with no vessel tortuosity, no stent present, and no stenosis greater than 50%. The target site had not been closed with a device or manual compression within 30 days prior, and there was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked with the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb on the plug deployment button during retraction. The indicator window did not show any red color. Upon device removal, the indicator wire loop was deployed and visible, with no anomalies noted. The device will be returned for evaluation.